Manufacturer narrative:
(B)(4). Batch # m54a7u. The analysis results showed that one gst60w reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned reload was reset and loaded into a test ec60a device. The device was tested for functionality in the articulated position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.

Manufacturer narrative:
(B)(4). Date sent: 6/6/2016. Additional information was requested and the following was obtained: can you please confirm what device was being used with the ecr60w reload? Ec60a.

Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: the batch number you provided for the ecr60w reload, m54a7u, corresponds to a gst60w reload. Do you have the correct batch number for the ecr60w reload: the lot number you provided, m4hp32, does correlate to a ecr60w packaging lot; can you please confirm what device was being used with the ecr60w reload: please provide the endocutter device product code, e.g. Ec60a, ple60a, plee60a, etc.

Event description:
It was reported that during a laparoscopic gastrectomy procedure, several distal staples malformed with irregular shapes when dealing with duodenum. Suture was used to complete the procedure. There was no adverse consequence for the patient reported.